Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently unable to charge while the pump was plugged into a power source and positioned in the customer's pocket while walking. Reportedly, the issue persisted across multiple outlets, cables, and adapters. The customer's blood glucose (bg) level was 89 mg/dl. Reportedly, the customer was able to charge the pump successfully by setting the pump down.